Manufacturer narrative:
Duplicate of mfg report number 8010042-2022-00132. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that while on a patient, the ventilator generated alarms for high oxygen concentration. There was no patient harm. Manufacturer´s reference #: (B)(4).